Event description:
It was reported to philips that the system did not startup correctly. Shut down and restart several times but did not correct the issue. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power supply for the m-cabinet. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular diagnostic procedure when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse confirmed that 24v power supply in the m cabinet was defective. Failure analysis test report also confirmed the power supply defective. As suggested by rse, the fse replaced the 24v power supply in the m cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.